Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a rtsa procedure on (B)(6) 2017. The sales rep was informed that the rtsa was going to be revised by a surgeon different from the original surgeon for disassociation of the glenosphere. Arthrex rep spoke with the surgeon before the surgery to discuss the operating plan. When the surgeon went in to remove the glenosphere, he checked the other components after removing the liner by screwing in extractor, giving 2 or 3 taps and the stem came out. The surgeon then decided to remove all arthrex hardware. Follow-up investigation: all explanted hardware was given to the patient by the facility. To complete the procedure the surgeon used two different non-arthrex manufacturer's products. The following arthrex hardware was explanted during the (B)(6) 2018 revision procedure: ar-9504l universal reverse gelnosphere, lot 160071211. Ar-9120-02 universal glenoid baseplate, lot 170020915. Ar-9501-11cpc universal reverse stem, lot 2501475610. Ar-9502f-42cpc universal reverse suture cup lot, 160037603. Ar-9503l-06 humeral insert, lot 170019310. Ar-9145-30 universal glenoid - peripheral locking screw, lot 160078810 qty 2. Ar-9165-25 universal glenoid - central screw, lot 150028909. Ar-9507s pin set universal reverse, lot 10110521. Ar-7214 fiberwire suture kit for suture plate lot 12379.